Event description:
It was reported that during a cholecystectomy procedure, the jaw became not to open when the device was fired at the cystic artery. Another device was fired on both sides of the jaw and the device was removed from the patient. Additional information being requested.

Event description:
Additional information was requested.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
Empty, indicator wheel failure the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty, locked out and with the orange indicator beyond its intended position. The event could not be replicated, due the condition of the device.a batch record review was performed and no anomalies were found, during the manufacturing process.